Event description:
The pt underwent a laparoscopic sigmoidectomy procedure due to diverticular disease. The anastomosis was created with the colonring device. On day 5, the pt underwent re-operation and complete dehiscence was seen.

Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions, ltd.; (B)(4)) and the importer (niti surgical solutions, inc; (B)(4)), as niti surgical solutions, ltd. Serves as the designated complaint handling unit for both facilities. The device was not returned for eval and no add'l info is available. No conclusions could be drawn based on the available info. Anastomotic leakage is one of the most common complications of colorectal anastomotic procedures with no relation to the method used for the creation of the anastomosis. The current cumulative leak rate associated with the use of the colonring device is within the range reported in the literature for other methods.